Event description:
Medtronic received information regarding a navigation being used for a vp shunt placement procedure. It was reported that they registered the patient and when they went to navigate the stylet, the crosshairs were not turning green and tracking the instrument. The screen went black and was unable to come back on. They hard restarted the system and then the system worked fine. There was no impact to patient outcome. Additional information was received from the field stating that the system was at end of life (eol) and a quote had been sent to the facility. Additional information was received. It was reported that there was a surgical delay of about 5 to 10 minutes.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733686, serial/lot #: (B)(6) h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: b01, c19 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.